Event description:
The customer reported that while running a hepatitis core assay, the sample handler, serial number 2211, failed to aspirate sample in position d8 and did not give an error message. The customer later indicated that this event may have been prompted by human error. No death or serious injury has been associated with this event.